Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was originally a four part proximal humeral fracture and was treated with a hemi shoulder arthroplasty. The fracture did not heal and the surgeon decided to revise the shoulder to a reverse shoulder. No issues were reported or seen upon inspection at time of revision with the reported explanted implants. The revision surgery was performed successfully and surgeon was happy with the outcome.